Manufacturer narrative:
E (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume message. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the key market (km) responder reported that the device has not been repaired, and was unable to provide any further details regarding the issue. The km responder was unable to provide any details on when/if the device would be repaired. The disposition of the device could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.